Event description:
It was reported that a balloon rupture occurred. A stenosed target lesion was located at forearm shunt. A 2cm peripheral cutting balloon was selected for use. During the procedure, it was reported that a balloon rupture occurred at 8 atm upon first inflation. The procedure was completed with another of the same device, after which dilatation was preformed. There were no patient complications reported.